Manufacturer narrative:
A philips remote service engineer (rse) received audit logs from the philips patient information ix (pic ix) surveillance system. The rse reviewed the logs, and found the spo2 alarms had been turned off at 13:46:28 on (B)(6) 2024 and were turned back on at 22:32:45 on (B)(6) 2024. The rse sent the times and dates of when the spo2 alarms were turned off to the unit manager. Based on the information available and the testing conducted, the cause of the reported problem was a confirmed to be a user issue. The device was confirmed to be operating per specifications and no failure was identified. The customer indicated that they had no further questions with the information sent from the audit logs. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported an intensive care unit (ICU) patient arrested and the spo2 alarms were turned off. It was indicated the patient had arrested but was alive and still in the ICU. The customer requested assistance with determining when the alarms were turned off. No other clinical information or medical intervention was reported. The issue occurred on (B)(6) 2024 at 21:53.